Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) during implant preparation and before injection. The haptic was straight and, more importantly, twisted. The iol did not touch the patient¿s eye. Additional information has been requested however no further information received.

Manufacturer narrative:
Corrected information provided in d.9., additional information provided in h.3., h.6. And h.11. The product was returned for analysis and straight leading haptic was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The plunger, lens and haptic positions are acceptable. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or balanced salt solution (bss) in the delivery system. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. And h.11. On initial MDR the evaluation results code c19 and conclusion d14 were incorrect, it should have been c20 and d15 respectively. The manufacturer internal reference number is: (B)(4).